Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Additionally, according to co's records, this unit has not been serviced since its mfg date of 1992. As stated in the tec 5 operation and maintenance manual, co recommends the tec 5 vaporizer be returned every three yrs for routine maintenance and servicing.